Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that both er220 clip appliers had scissored clips (did not cut vessels.) Another instrument was used to complete the case. There was no consequence to the pt.